Event description:
It was reported that the tubing of a small volume intermate was broken near the distal luer lock. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 9, 2014 to july 14, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing was broken off at the distal luer lock. A portion of the tubing remained inside the solvent-bonded area of the distal luer lock. The cause of the break could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.